Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. The rep reported that there was positional pain at the pocket site for the patient. The rep reported that this started suddenly two days post implant. The rep stated that this led to a pocket revision in (B)(6) 2018. No further complications were anticipated/reported.